Manufacturer narrative:
(B)(4).

Event description:
Information was reported by the consumer regarding their implanted system which was used to deliver an unknown drug. The indication for use was non-malignant pain and failed back syndrome. The patient had just moved from south carolina to louisiana and was unable to find a new doctor to fill their pump or to take them as a patient. The patient expressed their disgust and dissatisfaction with the device manufacturer and their pain pump. Follow up was done to determine drug information, patient medical history, cause of the event, if troubleshooting had been done, and if a new physician had been found.